Event description:
Implant date: 03/13/06. It was reported that the patient underwent a one level laminectomy/diskectomy with plif at l5-s1 using verte-stack capstone peek vertebral body spacers/infuse bone graft supplemented with cd horizon legancy posterior fixation. Approximately 2 months post-op patient was seen for complaints of continued radicular leg pain and back pain. MRI demonstrated enhancing fibrosis at l5-s1 and small multilocated fluid collections with "internal debris layering just posterior to the constructs. "The collection on the righ measured 15mm x 17mm, and the collection on the left measured 17mm x 19mm. There was suspected probable impingement of the exiting l5 nerve roots, and it was noted that the walls of the fluid collections were thin without significant enhancement or MRI. A revision surgery was performed approximately 10 weeks post-op to irrigate and debride the fluid collections. Posterior hardware on the left was removed and replaced in the course of the revision surgery, but no dissatisfaction was expressed related to the performance of those products. The fluid removed was noted to be whitish in color. Diagnostic analysis of the fluid was negative for any organisms. Currently the patient's condition has been completely resolved.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Review of MRI date 05/15/2006 revealed two encapsulated fluid collections observed. One fluid collection was noted posterior to each devcie, slighlty superior, but mostly inferior to the constructs. Right l5 nerve root does not appear displaced. Device was not returned to manufacturer for evaluation. Unable to determne the cause of the event. Medtronic sofamor danek (msd) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic sofamor danek, which the company may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission that the device, medtronic sofamor danek, or its' employees caused or contributed to the event described in the report. Nor does this report reflect a conclusion by FDA, medtronic sofamor danek, or its' employees that the report constitutes an admission that the device, medtronic sofamor danek, or its' employees caused or contributed to the event described in this report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 'defects" or has "malfunctioned:. These words are built into the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event. Msd objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms.